Event description:
It was reported that while the ventilator was connected to a patient, the screen turned off but the ventilator continued ventilating. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of control printed circuit (pc) board that was replaced per service manual and an evaluation of the ventilator's logs has been completed. Simulated use testing of the returned control pc board in a reference ventilator for an extended period of time did not reproduce the technical errors. Several pre-use checks also succeeded. According to the user, the display turned off while in use on a patient but the base unit kept functioning. This could not be confirmed in the ventilator's logs; instead the logs showed the occurrences of two technical errors codes followed by alarms that indicated that ventilation stopped. The ventilator was turned off and turned on again by the user after the event and ventilation was re-started without the technical error codes being generated. Three successful pre-use checks were then conducted. The true cause of the technical error codes has not been determined. The conditions that caused them were lost after turning off and turning on the ventilator. The user's manual has a general recommendation for technical error messages. It is recommended that the ventilator is re-started (turned off and turned on) and a pre-use check be performed before used again.

Manufacturer narrative:
The device logs that were received after the initial information that stated that ventilation continued ventilating contained two technical error codes. One indicated disabled valves and the other a communication failure between monitoring and breathing subsystems. The logs indicate that ventilation stopped after the generation of the technical error codes. No repair has been done and the ventilator is still out of service. A supplemental medwatch will be submitted when the ongoing investigation has been completed.